Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the hcp stated that they assumed the cause of the event was psychosomatic. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient's condition seemed to have deteriorated following the implantable neurostimulator (ins) reaching elective replacement indicator (eri) several weeks ago. The patient reported that they were "slowing down" and was wondering if their therapy decreased/declined due to the eri message. The voltage was checked on the ins and it resulted in the voltage being 2.5v; the device was on and an eri message was displayed. There were no actions/interventions taken to resolve the event at the time of this report; however, there are plans to replace the ins due to it reaching eri, but no date has been scheduled. The event remains ongoing. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the event was unknown. It was also noted that the exact date the event began occurring was unknown as the patient reported that it began "a few weeks ago". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). It was reported that following the replacement the patient experienced a noticeable uplift in performance compared to the old device. It was then explained that the patient could move easier, had less resistance, better balance, and almost imperceptible dystonia. The patient could also sequentially oppose the fingers on their left hand which they were unable to do in previous months. The patient also could easily walk the 1.6 km to their destination compared to the last few months where their walks were limited to 500 - 800 meters before the patient was reduced to a shuffle. The time it took the patient to do "tasks" also dropped from 3.3 seconds to 1.6 seconds for one task, and 9.3 seconds to 3.4 seconds on another task. It patient also felt that the new device was a step-up like their first device was [compared to th e second device]. No further complications were reported/anticipated.